Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind in patient. Against user guide recommendations, transmitter had been removed prior to sensor pod removal. At the time of the call with dexcom technical support, patient reported insertion site was stinging. Patient reported no additional discomfort. No medical intervention was necessary.